Manufacturer narrative:
H3: analysis found visually, device was returned in an open pouch. The pouch was open from 3 of 4 sides of the pouch. There were no visible traces of a biological or any other contamination. There was an indention located right in the middle of the tube. Functionally, a syringe was used to inject 15cc of air into the cuff, and cuff deflated immediately. The water test was performed to find if there was a leakage in the cuff. The cuff was submerged under the water while syringe was injecting the air (immediate leakage occurred). The leakage showed at the distal end of the cuff (near the murphy eye). Under the magnification, it was confirmed that there was a puncture in the cuff at the distal end of the cuff. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. H6: previous fdm- b17, fdr- c20, fdc- d14 and img-g04010 codes are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On followup it was reported that cuff and tube checked was prior to use and cuff functioned properly. 20cc syringe was used to inflate 15cc air. Issue occurred during surgery less than an hour after intubation. The monitor show something wrong with the tube. So the anesthesiologist knew that tube was leaking when the indicator tube cuff show not bloated. So they decide to change a new tube. Then tube was tested in the water to see if there are leak on the cuff, there was a video of the test which showed the cuff has leak.

Event description:
It was reported that during thyroidectomy procedure the balloon leaking balloon indicator deflate after few minutes. Procedure delayed for 5 minutes. No patient impact.

Manufacturer narrative:
G4: device not cleared or sold in the us. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.